Event description:
It was reported that during the set-up of the second treatment, the radiographers were in the treatment room moving the gantry from 270 to 90 degrees. At approx 10 degrees, the collimator cover detached and hit the pt's head. It was reported that an hour prior to the incident, the collimator cover had been removed to replace the unit's motor. The cover was re-secured and the unit was returned to operational condition. There was no indication that the cover was loose. The pt sustained x2 superficial injuries to (r) and (l) side forehead. Minimal blood loss, no loss of consciousness, minimal localized swelling on (l) forehead. No stitches required. Wounds cleaned and dressed by radiotherapy nursing staff. Pt remained in the dept for an hour for neurological and general observations, all within normal limits.

Manufacturer narrative:
Testing during our root cause analysis showed it was possible to incorrectly install the cover, but still fasten the latch retaining screw. This made it possible for the cover to fall even with the latch retaining screw installed. Further testing shows that when the cover is installed correctly, it cannot fall. Even though the previous design is adequate when used properly, a more robust solution has been implemented to add a captive latching mechanism for current production units. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. In this case the pt sustained x2 superficial injuries to (r) and (l) side forehead. No add'l f/u to this MDR is expected.